Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and evaluation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the unit caused injury to the patient. The event occurred during surgery. There was a delay during surgery. No additional patient consequences were reported as a part of this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device injured the patient. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet surgical was not performed at the time of this investigation due to the device not being returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical at the time of this investigation due to the device not being returned for evaluation. The reported event was non-verifiable due to the device not being returned for evaluation. The root cause of the device injuring the patient could not be determined due to the device not returning the device for inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.